Event description:
It was stated that the insulin pump gave an alarm followed by a high pitched tone, after the customer dropped it on the floor. The alarm was unable to be cleared. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump froze during the full segment display due to a problem with the interface board. No high pitched noise was noted. Unable to verify the alarm due to the frozen screen.